Manufacturer narrative:
Additional procode: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the device failed self-test for defib and pacer functions.

Manufacturer narrative:
The reported malfunction of "shut down" was not replicated or confirmed. The device was put through extensive testing including internal inspection, bench handling, stress testing and power cycling without duplicating the report. The reported malfunction of "self test fails for defib/pace" was observed and the ECG board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.